Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device revealed the glass cap and metal cap were detached and not returned. The fiber may have been damaged if the user applied excessive force while inserting it into the scope, advancing it through the scope, or by pressing the tip into tissue. The fiber was functionality tested and the connector segment and saline flow test were passed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The fiber was tested using the forward firing test fixture, the rate resulted above the threshold for potential patient harm. Based on the analysis results, the initial reported allegation of fiber rotating inside the metal cap was not confirmed, as the glass and metal cap were not returned. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU states: do not excessively manipulate or bend the fiber. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after 26.15 minutes of use, the fiber began rotating within the metal cap. The procedure was completed with another fiber without patient complications. Analysis of the returned device identified a glass cap and metal cap detachment.